Manufacturer narrative:
Case with patient identifier (B)(6) is related to cases (B)(6).

Event description:
Customer reportedly received the following results within 10 minutes: 300 mg/dl, 90 mg/dl, 89 mg/dl, 305 mg/dl, 350 mg/dl and 87 mg/dl while using two different meters; the nano and compact plus meters and 2 different vials of smartview test strips; it is unknown which meter and strips provided which reading. No adverse event reported. Product was discarded and will not be returned for evaluation.